Event description:
A gap intramedullary nail 4.8mm diameter implanted in a patient suffering from osteogenesis imperfecta broke in patient at the level of the first distal hole. The intramedullary nail was implanted on (B)(6) 2014. It was found broken 4 months post-op.

Manufacturer narrative:
Based on preliminary investigation, there is a combination of factors that could have contributed at different extent to this failure: the use of only one screw or no screw for distal fixation; the inadequate reduction of the fracture; insufficient post-op immobilization; patient selection in function of weight and age; design limitation of the 4.8mm implant to resist stresses applied at the distal holes. Further investigation is still required in order to determine if one or more of the above factors are predominant as part of the root cause of the problem.